Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being at the emergency room (ER) and had a monitor connected to patient. The patient noted the screen went green as patient¿s cell phone got closer to pacemaker/monitor patches. Patient could ¿feel heart doing weird things¿. The patient stated the doctor could not explain why monitor was acting that way and patient felt concerned cell phone was interfering with heart device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.